Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia.no lot release records were reviewed, as the product lot number was not provided. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached unknown level. It was also reported that the controller was not holding a charge. The patient also mentioned that the patient had an ingrown toenail which caused it to be inflamed, painful and pus. The patient was treated with antibiotic (keflex 500mg), then at home treatment the area with alcohol, oxygenated water, and an antibiotic cream. There was no mention if the patient was treated for the high blood glucose levels. The patient was released 4 hours later.